Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/10/2018 that on (B)(6) 2018, patient experienced no audio alerts from the g5 application. No additional patient or event information is available. Data was provided for evaluation. The complaint confirmation of no audio alerts from the g5 application could not be determined. A root cause could not be determined.